Event description:
Complaint reported difficulty inserting the screws. This did not result in any pt injury and if it were to recur would not be likely to result in death or serious injury. However as this was a revision procedure and surgical intervention occurred an MDR shall be filed to document this event.